Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site. Per tandem¿s user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl. Reportedly, the cartridge and infusion set had been in use for more than 72 hours with novolog insulin. Customer administered a manual injection to address the issue and went to the emergency room with trace ketones. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. . Customer was discharged 3 days later with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy. Tandem technical support educated the customer on insulin labeling.